Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. Review of the provided video was consistent with the alleged complaint that the master tool manipulators (mtms) were not available. The da vinci system could not be used.

Event description:
It was reported that prior to starting a da vinci-assisted prostatectomy surgical procedure, the da vinci machine malfunctioned, was unable to perform surgery, and wasted four unpacking sterile covers. The procedure was converted to laparoscopic surgery. There was no indication of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the issue was identified prior to starting the procedure - post-anesthesia. Ports were placed prior to the issue being identified. The procedure was converted to laparoscopic surgery because the machine could not be used. The master console controller was not available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the robotic surgery was in progress without the instruments being installed. When it was converted to laparoscopic surgery, no new holes were made; the operation was carried out through the original holes. Video review was performed, and the following additional information was provided: in the video, one master tool manipulator (mtm) remains still while the other appears to go through a calibration sequence. This may indicate an issue with one of the mtms. The probable root cause cannot be determined based on the information provided.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument arm drape associated with this complaint and completed investigations. Failure analysis found the primary failure of could not reproduce- no reported issue to be related to the customer reported complaint. There is no reported complaint against this part. No product issue was identified.

Event description:
Refer to h11 for follow-up information.